Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and uterine haemorrhage ('aub') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy (full),other oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, dyspareunia, menorrhagia, vaginal discharge and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, chronic pain,menorrhagia,vaginal discharge, urinary probs, aub. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New events chronic pain,dyspareunia, menorrhagia, vaginal discharge, urinary probs, aub was added. Lab data,reporters, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.